Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation without trauma was observed. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation without trauma was observed. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and white material on the shell surface. During evaluation a crease was observed on the anterior extending to the posterior aspect. Additionally, a rent was discovered within the crease, also on the anterior extending to the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).